Event description:
Boston scientific received information that the lower rate limit (lrl) for this pacemaker was decreased to 80 beats per minute (bpm). Subsequently, the patient's rate increased to the maximum sensing rate (msr) of 120 bpm with walking. Boston scientific technical services (ts) discussed programming options. No adverse patient effects were reported. Programming changes were made. This product remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.